Event description:
It was reported that the syringe 0.5ml 29ga 1/2in 7bag 420cas jp experienced scale marking issues which was noted prior to use. The following information was provided by the initial reporter: the scale marking on the barrel was faint and illegible.

Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, d.10 returned to manufacturer on: 2020-08-24. H.6. Investigation summary . Customer returned (1) 1/2cc, 12.7mm, 29g syringe in an open poly bag from lot # 9133588. Customer states that the scale marking on the barrel was faint and illegible. The returned syringe was examined and exhibited missing scale markings from the 40-50 unit markings. A review of the device history record was completed for batch# 9133588. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications [200825097, 200825243] noted for missing zero lines. There was one (1) notification [200824982] noted for missing print. There was one (1) notification [200825098] noted for scratched print. There were three (3) notifications [200824594, 200824466, 200824414] noted that did not pertain to the complaint. Bd was able to duplicate or confirm the customer¿s indicated failure. Root cause: quality notification #200825098 was opened for scratched scale line. A barrel was stuck in the infeed dial. Corrective action: the barrel was removed. H3 other text : see h.10.

Manufacturer narrative:
The following information has been updated/corrected: d.4. Medical device lot #: 9133588. D.4. Medical device expiration date: 2024-05-31. D.10. Device available for eval?: yes. D.10 returned to manufacturer on: 2020-08-12. H.3. Device return to manuf?: yes. H.4. Device manufacture date: 2019-05-13.

Event description:
It was reported that the syringe 0.5ml 29ga 1/2in 7bag 420cas jp experienced scale marking issues which was noted prior to use. The following information was provided by the initial reporter: the scale marking on the barrel was faint and illegible.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the syringe 0.5ml 29ga 1/2in 7bag 420cas jp experienced scale marking issues which was noted prior to use. The following information was provided by the initial reporter: the scale marking on the barrel was faint and illegible.